Event description:
It was reported that patient underwent femoral repair procedure on (B)(6), 2011. During the surgery two guide wires fractured and were retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant".